Event description:
It was reported that a homechoice machine (hc) had alarmed during the preceding night's therapy. The home patient (hp) changed out the heater bag in the middle of therapy but the alarm did not clear, so the hp ended therapy. The global technical service representative (tsr) informed the hp when starting over with new supplies that all supplies need to be changed out and not just one solution bag. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.